Event description:
It was reported that the patient's leads were explanted due to infection. It was unclear as to if the implantable neurostimulator and extension were explanted or left implanted. If additional information becomes available, a follow-up report will be sent.

Manufacturer narrative:
Programmer model 37642 serial# (B)(4) extension model 37085-60 serial# (B)(4) implanted: (B)(6) 2011 explanted: unk lead model 3387s-40 lot# v688050 implanted: (B)(6) 2011 explanted: unk lead model 3387s-40 lot# v688050 implanted: (B)(6) 2011 explanted: unk

Event description:
Additional information received reported that the patient had the procedure, the wires were put in, and when he went home he became very ill. He had an infection on the brain because, the wires were contaminated. He had to have another procedure to have ¿all of the wiring taken out.¿ it was a total system explant and the patient no longer had any components implanted.

Manufacturer narrative:
Product ID 3387s-40, lot# v688050, implanted: 2011 (B)(6); product type lead product ID 3387s-40, lot# v688050, implanted: 2011 (B)(6); product type lead product ID 37642, serial# (B)(4); product type programmer, patient product ID 37085-60, serial# (B)(4), implanted: 2011 (B)(6); product type extension (n)(4).